Event description:
Caller reported a malfunction on the pump, which caused their blood glucose to exceed 500 mg/dl, although the specific value was displayed as "high." The customer addressed the high blood glucose by performing a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support has arranged for a replacement pump with updated software, instructed the caller on using a g7 sensor, and confirmed the shipping details without a signature requirement. The caller acknowledged all instructions, including returning the faulty pump.